Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that the surgical team stated that the stapler seems to work fine, but the staples do not secure the wound (they are loose) so they have to put steri-strips over the site to keep them in place. No additional information provided. Device is returning.

Event description:
There is no device to return.

Manufacturer narrative:
(B)(4). No device is being returned the complaint could not be confirmed because no device was returned for analysis. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformances. Complaint information is trended on a regular basis to determine if further investigation is warranted.